Event description:
It was reported that a patient went to the operating room for hardware removal on (B)(6) 2014 due to pain only, the fracture had healed. The patient complained of pain at the surgical site and wanted the hardware that was implanted on (B)(6) 2013 removed from her left proximal lateral tibia and from her distal fibula and medial malleolus, all hardware successfully removed. There was no surgical delay or patient harm reported and the surgery was successfully completed. This report is for 9 locking 3.5 screws, part and lot number unknown. This is report 2 of 6 for (B)(4).

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.